Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacing the power supply switch, reprogramming and upgrading the system software. The unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.